Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through CAPA#1800001. H3 other text : see h.10

Event description:
It was reported that the bd vacutainer® flashback blood collection needle experienced poor sleeve function and blood splatter/leakage. The following information was provided by the initial reporter translated to english: on (B)(6) 2020, the patient was admitted to the hospital for blood collection. Due to the large number of blood collection items, after multiple connections, it was found that the rubber plug of the blood sampling device was loose and blood leaked from the connection of the rubber plug, resulting in blood on the inner wall of the needle holder and the nurse's hand , the nurse's uniform was contaminated with blood. The blood sampling device was replaced immediately and the blood was collected again. The patient had no objection.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® flashback blood collection needle experienced poor sleeve function and blood splatter/leakage. The following information was provided by the initial reporter translated to english: on (B)(6) 2020, the patient was admitted to the hospital for blood collection. Due to the large number of blood collection items, after multiple connections, it was found that the rubber plug of the blood sampling device was loose and blood leaked from the connection of the rubber plug, resulting in blood on the inner wall of the needle holder and the nurse's hand , the nurse's uniform was contaminated with blood. The blood sampling device was replaced immediately and the blood was collected again. The patient had no objection.